Event description:
The initial reporter received questionable sodium electrode assay results for several patient samples tested on the cobas pro ise analytical unit. The reporter provided two examples of discrepant results: patient sample 1 the initial result from the analyzer is 154 mmol/l. The repeat result from another cobas pro ise analyzer is 144.7 mmol/l. Patient sample 2 the initial result from the analyzer is 150 mmol/l. The repeat result from another cobas pro ise analyzer is 142.5 mmol/l. The reporter noticed multiple flagged critical results in the middleware that were inconsistent with the patients' histories and health, prompting the rerun. The results within the normal range were deemed correct.

Manufacturer narrative:
The sodium electrode serial number is (B)(6), with an expiration date of 24-nov-2026. On the field service engineer's (fse) initial service visit, he inspected the analyzer and found a worn vacuum nozzle. He performed ion-selective electrode (ise) checks, with an unacceptable result for one value, prompting him to replace and adjust the solenoid valve and vacuum nozzle. The repeat ise checks were acceptable, and the customer performed successful calibrations, qcs, and precision checks. The issue was not resolved. On his follow-up service visit, he found a salt bridge on the electrodes and an adjustment issue with the vacuum nozzle. He replaced the electrodes, cleaned all the salt buildup, adjusted the vacuum nozzle, and performed calibrations. The customer performed successful calibrations, qcs, and precision checks. The investigation determined that the vacuum nozzle adjustment and salt bridge caused the event. The customer has not reported any other issues after the service. The investigation determined that the service actions resolved the issue.